Event description:
It was reported that a pump had an upstream occlusion alarm. A hard cassette was on the bottom of the pump. The tubing was clamped, cassette was removed and the tubing was massaged. A kink in the line was reported that was massaged out and the cassette was attached. The tubing was unclamped, pump restarted and alarm returned upon medication delivery. The process was repeated. The alarm returned. The patient was not affected. Reservoir volume was 11.4, rate was 2, given was 80.6. There was no patient injury.

Manufacturer narrative:
No product was returned and thus an investigation could not be performed; however, the pumps operators manual indicates that the upstream occlusion" sensor can either be turned on or off and may detect an occlusion within the medication cassette and/or on the ?upstream" side of the pump (between the ?bag" and pump). The pump displaying this message this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.